Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. There were no device issues at the time of the patient outcome and the outcome was not considered device or therapy related. No autopsy was performed, the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), (B)(6), and the patient¿s outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2022. The cause of death is unknown and no additional information was provided by the account due to patient privacy laws. Based on a review of available patient records and a request for the patient¿s outcome, there were no device issues at the time of the patient¿s expiration. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 lvas instructions for use (IFU), lists potential adverse events, including death, that may be associated with hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.